Manufacturer narrative:
H6: investigation summary: due to unavailable product information, site cannot perform related DHR review, manufacture review or retain sample evaluation; no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: when the nurse injected insulin for patient on (B)(6) 2020, the nurse found that the injection needle was blocked and could not be injected normally. The injection was completed after the needle was changed. Due to the timely discovery of the patient did not cause adverse consequences.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: when the nurse injected insulin for patient on (B)(6) 2020, the nurse found that the injection needle was blocked and could not be injected normally. The injection was completed after the needle was changed. Due to the timely discovery of the patient did not cause adverse consequences.